Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, assisting the caller through the process, and the sensor session was successfully restarted without recurring error messages.